Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) experienced rapid battery depletion, requiring the implant to be charged twice or three times a day. The patient stated that they had not charged the implant for a couple of months previously, but recently noticed the battery depleting easily. The agent reviewed that battery performance could depend on programming or usage and redirected the patient to their healthcare provider. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported the cause of the rapid battery depletion was determined to be that the patient was on a high energy program (evolve) with high intensity levels. The patient said they were running it at a level to perception because he enjoyed that feeling. The rep changed the programming to a ld program so the patient could feel the paresthesia all the time with a recharge interval of twice a week. It was noted that the issue was resolved.